Manufacturer narrative:
The user facility's perfusionist stated this issue has been ongoing since may 2013.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the blood parameter monitor (bpm) was not accurate. The device was not changed out and they were unable to use for case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.